Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cover screw is folded in its packaging.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An osseotite tapered certain implant 5 x 13mm (xifnt513) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fractured hex. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. DHR review was completed for the subject lot number (2022040394). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2022040394) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
The cover screw is folded in its packaging. Tm confirmed that the doctor had another cover screw in stock in order to place the implant and finish the procedure.